Event description:
The facility's biomedical engineer reported an infusion pump with failure. Although attempts were made by baxter's technical support to obtain additional information from the reporting facility. Biomed stated they have no record of any patient incident involving the pump since last serviced by baxter.